Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, pacing problem was encountered. The leadless ipg was deployed approximately five times and thresholds were high. The leadless ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.